Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that shortly after implant, while patient was still on the table, a three second pause was noted. Capture thresholds, sensing, and impedance were all within normal limits. The physician decided to change the lead out and a new lead was implanted. No patient complications have been reported as a result of this event.